Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05577. The pt is implanted with two leads (from different model numbers). It was reported, the pt is no longer receiving adequate coverage. X-rays were taken and revealed both leads had migrated. It was also reported the pt was admitted to the hospital for an unknown reason. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.